Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2007, a (B)(6) y/o, male patient with a bmi of 29.4 underwent implantation of two insert, tibia posterior stabilized size 5 9mm, and insert, tibia posterior stabilized size 5 9mm, on (B)(6) 2019, approximately 135 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2020-00377 and 1038671-2020-00378.